Event description:
The customer reported a falsely decreased architect anti-hcv result on a patient. Results provided: (B)(6) 2024 sid (B)(6) = 0.25 / 0.20 s/co (lot# 54057be00), repeated sample on (B)(6) 2024 = 0.26 / 0.28 s/co (lot# 56219be00); roche cobas = 43.6 / 41.1 / 38.1 coi (reactive); edta virolad is reactive. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause lot 56219be00 identified normal complaint activity. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lots. This review did not identify any non-conformances, potential non-conformances, or deviations. As part of the complaint overall investigation, an evaluation of lot 56219be00 clinical sensitivity was performed which demonstrated acceptable sensitivity per specifications, confirming that this lot is meeting the architect anti-hcv product requirement. A review of the product labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified.

Event description:
The customer reported a falsely decreased architect anti-hcv result on a patient. Results provided: on (B)(6) 2024, sid (B)(6) = 0.25 / 0.20 s/co (lot# 54057be00), repeated sample on (B)(6) 2024 = 0.26 / 0.28 s/co (lot# 56219be00); roche cobas = 43.6 / 41.1 / 38.1 coi (reactive); edta virolad is reactive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. All available patient information was included. Additional patient details are not available.